Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Hra adverse incident report reference no. (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape (tvt) procedure performed on an unknown date. According to the complainant, on (B)(6) 2013, the patient experienced retropubic pain and vaginal erosion with 5mm long mesh exposed in the vagina. Reportedly, the patient was referred to a tertiary center for a mechanical diagnosis and therapy (mdt) discussion in glasgow.